Manufacturer narrative:
Date received by manufacturer: 02oct2019. Date of report: 03oct2019. The manufacturer's field service engineer confirmed the reported problem. The engineer also noted that the device had a flickering green light emitting diode (led) lamp. The field service engineer replaced the speaker and the power switch overlay to address the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported vent alarm occurred failure. There was no patient involvement.

Manufacturer narrative:
G4: 31jan2020. B4: (B)(6). The part was returned to the manufacturer for failure investigation (fi). It was determined that the electrical opening in the speaker #2 created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported vent alarm occurred failure. There was no patient involvement.